Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead, product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2013, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported there were 4 high impedances and possible 3 leads have shorted. They are showing a red ¿x¿ on the connectivity screen. 3/4 coincide with the red leads on the connectivity screen. The patient was getting good pain relief with the current program settings. The patient was originally seen for problems with recharging/taking longer to recharge. The patient was requesting ins replacement. The rep conducted connectivity and impedance check which resulted in the above mentioned. No patient symptoms were reported. No further complications were reported/anticipated.